Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized with high blood glucose of 812mg/dl. The caller stated that the infusion set fall off, which cause his glucose level to rise and ended in the hospital. The customer was treated until his glucose level was stable and could stop throwing up. Reviewed the sensor glucose reading versus the blood glucose reading, and there were activities which may be connected to the event. No further information was provided.